Event description:
It was reported difficult deflation was encountered during a superficial femoral angioplasty procedure via a right contralateral approach. Attempts to deflate the balloon were unsuccessful. A needle was inserted at the skin site to puncture and deflate the balloon. Following removal of the balloon catheter it was noted a clot had formed below the balloon and the artery had thromboses. The pt was infused with tissue plasminogen activator (tpa) for treatment of the clot. This device is currently being evaluated by this MFR. Upon completion of the engineering eval, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date for this lot number. The co's attempts to obtain further details regarding the circumstances of this event have been unsuccessful should further details become available a supplemental medwatch will be forwarded under the appropriate sequence number. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause of this event.